Event description:
It was reported that a pump alarm 30 occurred while the customer was using the pump. The customer's blood glucose level was 9.9 mmol/l, indicating that there was no adverse impact. The customer was unable to resume insulin therapy due to a recurring cartridge alarm and was instructed by technical support to use mdi as backup therapy. The pump was under warranty, so it was decided to replace it. The customer was given instructions on returning the faulty pump and was informed about the shipping process for the replacement.